Manufacturer narrative:
The MFR sales rep attempted to contact the facility for add'l info on this event; however, the attempts have been unsuccessful. The MFR sales rep stated that it is standard procedure to start the pt off with a low dose following surgery and this is why the pt was not receiving pain relief. The second cycle had begun and was to continue for the next 30 days. The physician's office was contacted for further info; however the MFR's (MFR) attempts ot obtain add'l info have been unsuccessful. As a result, the MFR's investigation of this event was limited to a trend analysis which was performed on similar incidents involving this catalog number and has not identified any trends. The device remains implanted for continued use in the pt's therapy regimen. The report of a device slow flow is inconclusive. Based on the info available no conclusion can be drawn as to the cause of this event. The facility will be notified of co's review of this incident. No further info is available. The MFR is now closing its file on this event.

Event description:
The device was implanted several months ago for intrathecal infusion of morphine to treat pt's pain. On 2/10/97, physician contacted a MFR nurse and reported that the predicted flow rate for this device is 1.01; however, the first device refill at 21 days, the flow rate = 1.05. At that time seroma was aspirated. At the 2nd and 3rd refills, approx 15 days, the flow= rate 0.8. It was noted that the facility uses the MFR's refill kits and the pt's wound is healing satisfactorily. The physician has increased the drug dosage at each refill, since the pt has inadequate pain relief. The current drug concentration is morphine sulfate 4.5mg/cc. Morphine sulfate is mixed from powder by the pharmacy. The physician plans to take the pt to the or for device pocket exploration, on 2/11/97, because the device dye study shows loops of device catheter on top of and under the device with 2 potential sites of kinking, although there has been no resistance to injection encountered. The intrathecal catheter is in place with free flow to spine. The physician was calling to obtain a device catheter connector and an extra device catheter in case the device pocket portion of the catheter requires repair. The physician had also left a message for the MFR sales rep. The MFR nurse informed the physician that there was no way of shipping supplies or providing a MFR nurse for the case at this late date (2/10/97). Other troubleshooting was discussed. No air was seen in the (rv) return volume but the MFR nurse also suggested trying airlock procedure. MFR nurse also suggested that at the next device refill try infumorph. Physician has already requested pharmacy prepare the infusate from infumorph for the 2/11/97 device refill. The MFR nurse also discussed device pocket temperature issues. Physician agrees that if device flowrate continues to be stable at 0.8ml/day, pt could receive prescribed at that flowrate by appropriately increasing drug concentration. Physician also requests to know if MFR has info on pt's having sudden and intermittent symptoms similar to those associated with withdrawal. Ie, sweating, agitation, and nervousness. Episodes have sudden onset and may last for only a few hours. Physician informed that MFR does not have any info related to symptoms described. Physician states that pt had what appeared to be a reaction to contrast when device dye study was done. Physician felt that pt's symptoms were due to dye rather than morphine sulfate, since she had aspirated device to remove morphine in flow path prior to injection. The MFR will followup with physician for add'l info on this event. No further info is available at this time.